Event description:
The event is reported as: the customer alleges having difficulty in deflating the cuff of the endotracheal tube. No pt injury/involvement.

Manufacturer narrative:
From the picture it was observed that "difficult to inflate cuff." No other defects were observed. A dimensional and functional inspection of the product involved in the complaint could not be conducted since the product was not returned. The DHR (device history record) review could not be conducted since the lot number was not provided. A document assessment (fmea) was conducted and no changes were required. From the picture it was observed "difficult to inflate cuff", the complaint can not be confirmed and a conclusive root cause can not be determined since the sample was not available. Teleflex will continue to monitor and trend relating complaints.